Event description:
It was reported that the patient presented in clinic with the left ventricular (lv) lead exhibiting loss of capture due to dislodgement confirmed via x-ray. The lead was explanted and replaced. The patient was stable.